Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date not given, inratio: 1.3; doctor's poc (type unk): 3.2; on (B)(6) 2012, 1.3, 2.5 (tests done at same time). Per customer 'last week'. One day after inratio testing listed as 'last week'. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.